Event description:
It was reported that, "this pt has had constant pain since the surgery. She has lost all flexion. She cannot bend the knee. A second opinion surgeon stated that the implant was too big for the pt. An infection test was negative. The second opinion surgeon mentioned shaving the implant down for a better fit."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.